Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance and was unable to advance a ruby coil more than midway through the lantern and, therefore, the lantern was removed. It was reported that the lantern appeared folded and kinked. The physician then inserted a new lantern using the same sheath and successfully deployed and detached the same ruby coil. The procedure was completed using this same lantern and additional coils. There was no report of an adverse effect to the patient.